Event description:
Follow-up to the provider clarified that they in fact did not have any indication of high impedance. Diagnostics at the last checkup on 07/11/2017 were within normal limits. The vns was interrogated and was found to be near end-of-service. Diagnostics were reported to be okay.

Event description:
It was reported that a vns patient was scheduled for replacement due to high impedance. Generator revision surgery occurred and the explanted device was discarded by the explant facility. Additional relevant information has not been received to-date.